Manufacturer narrative:
H6: investigation summary: a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20055179. The customer provided a photograph of the affected sample; analysis of the photograph could not identify any obvious signs of damage or manufacturing defects to the packaging of the maxplus which could have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20055179 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mp1000 china product in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the maxplus positive pressure connector experienced damaged unit packaging where sterility was compromised. The following information was provided by the initial reporter: needle-free joint -- damaged packing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxplus positive pressure connector experienced damaged unit packaging where sterility was compromised. The following information was provided by the initial reporter: needle-free joint - damaged packing.